Event description:
It was reported that patient's knee became infected. Doctor completed a culture, washed the knee out, and completed a poly exchange. No unusual circumstances.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5515-f-302, triathlon ps fem component, cemented, lot code: iwzya; cat. No.: 5521-b-300, tri ts baseplate size 3, lot code: bszr; cat. No.: 5560-s-112, tri cemented stem 12mmx50mm, lot code: m8m7d; cat. No.: 6197-9-010, simplex p - us tobra fd 10-pk, lot code: meu044; an event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. The reported device was manufactured and accepted into final stock with no reported discrepancies.there have been no other similar events for this manufacturing lot and corresponding sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. An analysis was performed and concluded, the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient's knee became infected. Doctor completed a culture, washed the knee out, and completed a poly exchange. No unusual circumstances.

Manufacturer narrative:
Device is not available for evaluation due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report.